Event description:
Ff/emt's responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect electrodes and would not analyze the pt's rhythm. The reporter also stated the electrodes were replaed with no change. An als team arrived on the scene, connected to electrodes to a lifepak 12 defibrillator in manual mode and successfully continued the code. Pt outcome is unknown.